Manufacturer narrative:
The device history record showed the product was released per specifications. The customer provided one close-up picture of the drain bag and base of cassette. The review of the picture showed that the drain bag seemede to have been folded. Additionally, there was a plastic sheet in the photo that contained water droplets. No hole or tear could be observed on the drain bag. As there was no sample returned, a full evaluation could not be completed. The customer picture provided indicated leakage, however, the exact source of the leakage or alleged aspiration failure mode could not be ascertained from the photograph. With the information available, the root cause of the customer's complaint is not known.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that a drain bag from a pak leaked during a cataract surgery with intraocular lens (iol) implant. The device was pierced. The procedure was completed without changing the device. There was no patient impact but a loss of aspiration during surgery. Additional information has been requested.